Event description:
Customer reported a failure of depleted battery. Customer reported incident occurred during biomed testing. There were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event.